Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 2013: the display was dim, faded and had pink color.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the display was noted to be dim, faded and have pink contrast. A test display was attached to pump and illuminated properly without discoloration.